Manufacturer narrative:
Investigation - evaluation: a review of device history record, drawing, dimensional verification, documentation, quality control documents, manufacturing instructions, complaint history, specifications, functional tests, and visual inspection of the returned device was conducted during the investigation the manufacturing documents in place were reviewed and it was found that each device was visually and functionally inspected for lumen occlusion by quality control personnel. The risk specification for this product includes the failure for needle assembly not fitting/connecting with obturator causing loss of functionality and indicates that risk controls are in place to minimize the risk for this type of failure. The device history record was reviewed and no nonconformances were found. A search of complaint records showed that there were no other complaints from this lot. The device was returned and examination confirmed that solder was present in the lumen, indicating that the device was not manufactured to specification. The reported failure was succesfully duplicated. The root cause is manufacturing related as evidenced by the solder in the lumen. Production personnel have been retrained in response to this issue and the retraining form is attached to this file. There is no information to suggest that additional nonconforming product has been distributed to the field, however we will continue to monitor for similar complaints. Based on the information provided and the results of our investigation, a root cause of this event is manufacturing process related. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, while the operator of the osteo-site bone biopsy needle was performing a bone marrow biopsy, the trocar of the device would not fit into the specimen needle to get the biopsy contents out. The operator reportedly had good needle placement in the patient's left tuberosity, but when the component of the device that is used to obtain the specimen was pulled out and the other trocar was inserted to push specimen out, it would not proceed. The operator believed this to be device related manufacturing problem, and subsequently filed an incident report. The circumstances surrounding the usage and handling of the device are not known. The customer confirmed that no patient adverse events were reported as a result of the issue. The product was returned for evaluation; however, as of the date of this report, the investigation is still pending.